Event description:
Doctor (was performing a pci with 8f guiding catheter) was placing a clock-wise rotation on the catheter (which was inside the guiding catheter). As per operating protocol, the distal tip of the catheter was displaced from the main body of the catheter. The catheter which was operated over a 0.014 coronary wire, was withdrawn into the guiding catheter pulling the broken tip inside the guiding catheter. The entire guide support system was pulled out of the patient's 8f access sheath site. The broken catheter tip was found and retrieved inside the guiding catheter. No other pieces were left behind.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheter, percutaneous.

Event description:
Doctor(was performing a pci with 8f guiding catheter) was placing a clock-wise rotation on the catheter (which was inside the guiding catheter) as per operating protocol, the distal tip of the catheter was displaced from the main body of the catheter. The catheter which was operated over an 0.014 coronary wire, was withdrawn into the guiding catheter pulling the broken tip inside the guiding catheter. The entire guide support system was pulled out of the patient's 8f access sheath site. The broken catheter tip was found and retrieved inside the guiding catheter. No other pieces were left behind.